Manufacturer narrative:
(B)(4). Device not received by manufacturer.

Event description:
Per the clinic, the patient experienced soreness at the abutment site and was treated with oral antibiotics in (B)(6) 2015; however, the issue could not be resolved. The patient developed an infection at the abutment site and underwent a revision surgery on (B)(6) 2015, to debride and remove granulation tissue. During the same procedure the patient was equipped with a new abutment. In (B)(6) 2015, skin issues recurred and the patient was treated with additional oral antibiotics.